Event description:
It was reported that a small volume intermate had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 30, 2013 ¿ july 1, 2013. Evaluation summary: the device was received for evaluation out of its original packaging. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was missing before the original packaging was opened. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.